Event description:
It was reported that this pacemaker system may be experiencing issues with the right ventricular (rv) lead, as noise and out-of-range (oor) impedance alerts were noted. The device was reprogrammed to bipolar mode in february, shortly before a second lead safety switch (lss) event occurred. Prior to the first lss, rv impedance was stable in the 600 ohm range but dropped to approximately 380 ohms following the event. No noise was observed on non sustained ventricular tachycardia (nsvt) episodes until after the lss. Technical services (ts) suggested that the issue may be related to a spring contact in the original device header rather than a lead malfunction. Ts suggested reprogramming options. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this pacemaker system may be experiencing issues with the right ventricular (rv) lead, as noise and out-of-range (oor) impedance alerts were noted. The device was reprogrammed to bipolar mode in february, shortly before a second lead safety switch (lss) event occurred. Prior to the first lss, rv impedance was stable in the 600-ohm range but dropped to approximately 380 ohms following the event. No noise was observed on non-sustained ventricular tachycardia (nsvt) episodes until after the lss. Technical services (ts) suggested that the issue may be related to a spring contact in the original device header rather than a lead malfunction. Ts suggested reprogramming options. No adverse patient effects were reported.